Event description:
The patient reportedly went swimming with the pump and received a cs sleep alarm. The patient reportedly reinserted the battery into the pump but the pump did not power on. The patient inserted other batteries but the pump still did not power on. The patient also placed a brand new battery in the pump and the pump vibrated continuously. The patient said there was no visible moisture inside the battery or cartridge compartments. The patient started to use the battery cap in (B)(4) 2009. The owner's booklet states that the battery cap should be replaced every six months.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.